Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 488 mg/dl. Customer treated through insulin pump. Customer declined troubleshooting for high blood glucose readings. The customer also mentioned problem with charging the transmitter. Customer has tried replacing the batteries of the charger but it did not resolve the issue. Customer was advised the charger will be replaced and return the broken one for analysis. The insulin pump will not be returned for analysis.